Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound percept with the device. External parts have been changed without improvement. Family reports no incident of accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A firm date for explantation has not been made available so far.

Event description:
The patient no longer has any sound percept with the device. External parts have been changed without improvement. Family reported that the patient fell and bumped her head but no swelling or soreness was evident over the implant site. The change in responsiveness was noted shortly after the fall. The re-implantation will possibly be scheduled for (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient no longer has any sound percept with the device. External parts have been changed without improvement. Family reported that the patient fell and bumped her head but no swelling or soreness was evident over the implant site. The change in responsiveness was noted shortly after the fall. The patient was re-implanted.